Event description:
On (B)(6) 2012, the venous probe on cardiohelp (serial number (B)(4)) failed to initialize, at (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). Per nonconformity report, the venous probe was replaced. (B)(4).